Event description:
It was reported it was impossible to lock the blocker to the screw due to a thinner diameter of the screw head, compared to the diameter of other screw heads.

Manufacturer narrative:
Method: manufacturing history review;functional testing; results: there were no previous complaints for any other screw produced in this lot. Since this issue cannot be reproduced, we cannot confirm the issue being reported. Conclusion: the xia lp monoaxial screw could not be confirmed to experience difficulty during blocker insertion. The reported event occurred intra-op but did not result in any surgical delay nor were there any adverse consequences to the patient. The manufacturing records were reviewed and did not reveal any discrepancies during the manufacturing process, so the issue is not likely to be manufacturing related.

Event description:
It was reported it was impossible to lock the blocker to the screw due to a thinner diameter of the screw head, compared to the diameter of other screw heads.